Event description:
It was reported that a patient sustained post inflammatory hyperpigmentation on the face as a result of treatment using an ultrapulse laser. It was further reported that follow up laser treatment was required to preclude permanent impairment.

Manufacturer narrative:
A review of product labeling concluded the probable root cause of the reported event to be failure to perform a test patch on the patient prior to treatment in contradiction to product labeling. An examination of the subject device by a lumenis technical specialist concluded that the device operated to manufacturer specifications. No related device malfunctions were reported or observed.